Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient said when they received the ins replacement, the healthcare professional (hcp) said the reason it was replaced was due to the patient having to recharge it every day.